Manufacturer narrative:
Unit alarmed insulin pump error alarm during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test due to insulin pump error alarm. (B)(4).

Event description:
The customer reported via phone call that they insulin pump had insulin pump error alarm. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. Customer reported that insulin pump did required rewind. Customer was able to complete rewind. Customer troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and refer to a back-up plan. The insulin pump will be returned for analysis.